Event description:
It was reported that there was high lead impedance in the right ventricular lead. The lead was capped and replaced and explanted over nine years later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: product ID: d314trg crtd; 429678 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.